Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and high threshold measurements. As this patient did not require bi-ventricular pacing, no changes were made to the system. Subsequently, the patient's heart failure symptoms returned and the lv lead was confirmed to be dislodged. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.